Event description:
Customer reports lancet is protruding from the end cap of the lancet device after device has been fired while using the multiclix lancet device. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.